Manufacturer narrative:
Upon additional informiaotn this investigation will be updated.

Manufacturer narrative:
Additional inquiry was made by the physician to technical services when it comes to this case. The physician did not want to perform an invasive procedure unless absolutely necessary. They physician wanted to know if the sq array was still needed. Technical services discussed that system operation and therapy delivery can not be guaranteed. Technical services discussed implanting a new right ventricular lead and device. Technical service also discussed the possibility of not needing the sq array if a new system would be implanted. Further discussion regarding implant technique when it comes to implanting a new system with the sq array was also discussed. A patient follow up was scheduled. Technical service discussed performing a save to disk for review by engineering. The save to disk will be sent by the field representative for review after the follow up.

Event description:
Boston scientific received information that this patient received a shock. Upon interrogation of the device a fault code was displayed indication that the shock was delivered into a short circuit condition. Further review of the episode displayed a ventricular fibrillation arrhythmia, and a delivered 41j shock. A shock impedances of < 20ohms was reported. Technical services discussed replacing the device and right ventricular lead as the patient would be considered unprotected. The filed representative was discussing this case with the physician. At this time the system remains implanted.

Manufacturer narrative:
Additional information received noted that during a patient follow the patient elected to not have a revision. The patient is aware that a shock is not guaranteed and that the patient could potentially be unprotected. At this time the system remains implanted.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
As the low shock impedance measurements continued, the device and rv lead were removed and replaced. No additional adverse patient effects were reported.